Event description:
Customer reports that when going to place the tube in the patient¿s trachea, they observed that it is difficult to place the tube. So they realized that instead of being a 37fr tube as it stated in its box, it was 41fr. The customer reported that the outside box label did not match the inside product. They got another box and checked that it happened the same. The report suggest that this was prior to insertion but it did cause a delay in treatment.

Manufacturer narrative:
Covidien is attempting to collect the samples and photos associated to this report.